Manufacturer narrative:
Continuation of d10: product ID 97755-rfb serial# (B)(6). Product type section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-rfb, serial/lot #: (B)(6), ubd: 01-jan-2053, UDI#: (B)(4). H3: analysis of the 97755-rfb recharger (s/n (B)(6) revealed that the complaint was unable to be verified. This regulatory report is being submitted as part of a retrospective review as part of a remediation plan 411 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. It was reported that the pt said they were having trouble charging their implanted neurostimulator (ins). Pt said their controller (ptm) was completely charged, however, when they plug in their recharger (rtm) to charge the ins the ptm screen goes black. Pt said when they unplug the rtm from the ptm, the ¿medtronic splash screen¿ comes up and the ptm powers back on. Pt said they had tried removing the battery several times to reset and that did not resolve their issue. Pt inspected the ptm port and said it looked good. Pt mentioned that they had been without charge since friday. A replacement controller was sent out. Pt called back on phone number 2 stating they got a new controller, when the pt was setting up the new controller; as soon as they plugged the rtm in the screen went blank and unresponsive and now they could not get it to turn on correctly. Pt verified they were using the new controller and had transferred the controller battery to the new controller. During call pt removed the controller battery and plugged the controller into the ac power supply, pt verified the controller turned on. Pt put the battery back into the controller and verified the controller was charging. A replacement recharger telemetry module (rtm) was sent out.